Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, it was not possible to fix the ventricular lead with the header screw of the pacemaker, physician suspected screw problem. Another pacemaker was implanted.

Event description:
Reportedly, it was not possible to fix the ventricular lead with the header screw of the pacemaker, physician suspected screw problem. Another pacemaker was implanted

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no obvious tightening mark was seen on the atrial setscrew tips and incorrect tightening mark was noticed on the ventricular setscrew tip. - the ventricular setscrew was found completely screwed and visible from the port. It was probably screwed before the lead was fully inserted. This explains the issue reported in this complaint - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.